Manufacturer narrative:
The investigation is ongoing to obtain additional information about the event. A revision surgery had not been reported but may be an option. X-rays were provided for analysis. The x-rays appear to show surgical technique issues (osteotomy cut to deep and to lateral). Also, one of the osteotomy cuts appears to be more at an angle. If additional information is obtained, a supplement report will be submitted as appropriate.

Event description:
Reported that the nugrip implant was causing issues for a patient after being implanted. From the information collected to date, the event appears to be some migration with possible pain.